Event description:
Pt stated that he underwent a hip replacement in 2009. He reported that the device, birmingham hip, decomposed causing infection and elevated cobalt and chromium levels. Pt states he endured extensive treatment for two and a half years. Device was extracted and replaced with what he reported as "conventional tip" unit.